Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during this right ventricular (rv) lead implant, electrical testing exhibited loss of capture (loc) and high pacing thresholds. The implanting physician suspected the lead had perforated the heart wall as it appeared to be located far out into the apex and proceeded to reposition the lead into the septal wall to resolve the issue. However, during the surgical wound closure, the patient blood pressure decreased rapidly. The physician closed the pocket and performed an echocardiogram that revealed a pericardial effusion. A pericardiocentesis was performed to alleviate the symptoms and the patient hospitalization was prolonged. A second pericardiocentesis was performed a few hours later. The rv lead remains implanted.